Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was having high blood glucose during the day and knows that the insulin pump was not giving insulin but it was not going in. Customer's blood glucose level was over 500 mg/dl. Customer declined troubleshooting for high blood glucose and stated that it was a past event. Customer stated that he had changed out his infusion set and his blood glucose levels were then fine.